Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen was non-responsive in the lower-right corner of the display. There was no patient involvement.